Event description:
This is a spontaneous case report received on 27-april-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure in (B)(6) 2010 and subsequently suffered physical injuries, including but not limited to at least one of the following: severe and persistent pelvic and abdominal pain and cramping, severe and persistent pain to other various parts of her body, abnormal bleeding, dyspareunia, vaginal discharge, vaginal infection, device breakage, fallopian tube rupture, pregnancy, subsequent miscarriage, allergic and or hypersensitivity reactions, migration and perforation of other organs. She had to undergo surgical removal of the device and/or a hysterectomy in or around (B)(6) 2013. Correction on 02-jun-2016 based on initial information: the correct initial receipt date of the case is 27-may-2016. Follow up 14-jun-2016: quality-safety evaluation of ptc ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and suffered physical injuries. She had to undergo surgical removal of the device and/or a hysterectomy. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), uterine haemorrhage ("abnormal uterine bleeding"), oophorectomy ("oophorectomy") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 771092) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, dysmenorrhea, hemorrhoid operation in 2007, tonsillectomy (at 15 years of age), ex-tobacco user (she denies tobacco use (she quit last year)), gardnerella infection and chlamydial infection. She denies a family history of breast, colon and endometrial cancer. She denies a family history of hypertension, thyroid disease or bleeding disorders. She has never had pid (pelvic inflammatory disease) or an std (sexually transmitted disease). She does not have a heart-shaped uterus or a septum in her uterus. She has never had an ectopic pregnancy. On (B)(6)2013, office visit, she denies any problems with bladder or bowel function. Denies any bleeding or discharge. Previously administered products included for contraception: depo provera; for menses: norplant; for an unreported indication: toradol, microgestin and calcium. Past adverse reactions to the above products included amenorrhoea with depo provera. Concurrent conditions included alcohol use, drug abuse, irregular menstrual cycle (8 weeks), spotting vaginal (spotting but no period), menometrorrhagia (refractory to medical therapy), obesity (bmi = 39 (200 pounds).) And overweight. Family history included ovarian cancer (maternal grandmother and maternal great aunt both passed), leukemia (paternal grandfather passed away), neuroblastoma (brother's son is 8 months old), lymphoma (paternal uncle), heart disease, unspecified (runs heavily on her paternal side), post mi (paternal grandmother passes away at the age of 59), heart attack (her paternal great grandfather passed away well before the age of 50. Her great aunts and uncles attacks either before 50 or before 6), type 2 diabetes mellitus (a maternal uncle as did her paternal grandfather), ovarian carcinoma (mother: iilc, grade serous carcinoma of the ovary at age 58. Maternal grandmother at age 50 and subsequently died of ovarian cancer.) And bowel cancer (maternal great grandmother (died)). Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as fluoxetine, varenicline and vitamins nos (multivitamin). In (B)(6)2010, the patient experienced nausea ("nausea"), 1 year after insertion of essure. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced vulvovaginal pain ("vaginal pain/pain"). On (B)(6)2011, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6)2013, the patient underwent oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral removal of ovaries and total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, uterine haemorrhage, oophorectomy, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, oophorectomy, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of your essure placement procedure. The injuries or symptoms she claim resulted from essure did not decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Biopsy - on (B)(6)2011: results: secretory endometrium. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Pregnancy test urine - on (B)(6)2010: results: negative. Ultrasound pelvis - on (B)(6)2011: results: normal pelvic ultrasound. ¿concerning the injuries reported in this case, the following ones were reported via medical record: abnormal uterine bleeding (confirming genital hemorrhage); menorrhagia and vaginal bleeding.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs received. Added event dyspareunia. Updated onset date of events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy/ surgeries to remove one or more of the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-oct-2017: follow up received from summons: event hysterectomy and physical injuries was deleted. Event pelvic pain, abdominal pain, vaginal pain, severe cramping and heavy abnormal bleeding added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), uterine haemorrhage ("abnormal uterine bleeding"), oophorectomy ("oophorectomy") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 771092) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, dysmenorrhea, hemorrhoid operation in 2007, tonsillectomy (at 15 years of age), ex-tobacco user (she denies tobacco use (she quit last year)), gardnerella infection nos and chlamydial infection. She denies a family history of breast, colon and endometrial cancer. She denies a family history of hypertension, thyroid disease or bleeding disorders. She has never had pid (pelvic inflammatory disease) or an (B)(6). She does not have a heart-shaped uterus or a septum in her uterus. She has never had an ectopic pregnancy. On (B)(6) 2013, office visit, she denies any problems with bladder or bowel function. Denies any bleeding or discharge. Previously administered products included for contraception: depo provera on (B)(6) 2010; for menses: norplant; for an unreported indication: toradol, microgestin and calcium. Past adverse reactions to the above products included amenorrhoea with depo provera. Concurrent conditions included alcohol use, drug abuse, irregular menstrual cycle (8 weeks), spotting vaginal (spotting but no period), menometrorrhagia (refractory to medical therapy) and obesity (bmi = 39 ((B)(6) pounds).). Family history included ovarian cancer (maternal grandmother and maternal great aunt both passed), leukemia (paternal grandfather passed away), neuroblastoma (brother's son is 8 months old), lymphoma (paternal uncle), heart disease, unspecified (runs heavily on her paternal side), post mi (paternal grandmother passes away at the age of 59), heart attack (her paternal great grandfather passed away well before the age of 50. Her great aunts and uncles attacks either before 50 or before 6), type 2 diabetes mellitus (a maternal uncle as did her paternal grandfather), ovarian carcinoma (mother: iilc, grade serous carcinoma of the ovary at age 58. Maternal grandmother at age 50 and subsequently died of ovarian cancer.) And bowel cancer (maternal great grandmother (died)). Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as fluoxetine, multivitamin and varenicline. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, 1 year after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2011, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient underwent oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy) and surgery (bilateral removal of ovaries). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, oophorectomy, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, nausea and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, oophorectomy, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of your essure placement procedure. The injuries or symptoms she claim resulted from essure did not decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Biopsy - on (B)(6) 2011: secretory endometrium hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion pregnancy test urine - on (B)(6) 2010: negative ultrasound pelvis - on (B)(6) 2011: normal pelvic ultrasound ¿concerning the injuries reported in this case, the following ones were reported via medical record: abnormal uterine bleeding (confirming genital hemorrhage); menorrhagia and vaginal bleeding.¿ most recent follow-up information incorporated above includes: on 19-feb-2018: this case is medically confirmed. This case concerns (B)(6) year old patient. Her demographics were updated. Her historical conditions/medications, family history, concurrent condition were added. Concomitant medication was added. Essure indication was amended. Lab data was added. Essure lot number: 771092 was added. Events: abnormal bleeding (vaginal, menorrhagia); nausea; dysmenorrhea (cramping); abnormal uterine bleeding; oophorectomy (bilateral removal of ovaries) and pain was added. No injuries or symptoms she claim resulted from essure decrease or resolve following essure removal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), uterine haemorrhage ("abnormal uterine bleeding"), oophorectomy ("oophorectomy") and genital haemorrhage ("heavy abnormal bleeding") in a 38-year-old female patient who had essure (batch no. 771092) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2, dysmenorrhea, hemorrhoid operation in 2007, tonsillectomy (at 15 years of age), ex-tobacco user (she denies tobacco use (she quit last year)), gardnerella infection and chlamydial infection. She denies a family history of breast, colon and endometrial cancer. She denies a family history of hypertension, thyroid disease or bleeding disorders. She has never had pid (pelvic inflammatory disease) or an std (sexually transmitted disease). She does not have a heart-shaped uterus or a septum in her uterus. She has never had an ectopic pregnancy. On (B)(6) 2013, office visit, she denies any problems with bladder or bowel function. Denies any bleeding or discharge. Previously administered products included for contraception: depo provera on (B)(6) 2010; for menses: norplant; for an unreported indication: toradol, microgestin and calcium. Past adverse reactions to the above products included amenorrhoea with depo provera. Concurrent conditions included alcohol use, drug abuse, irregular menstrual cycle (8 weeks), spotting vaginal (spotting but no period), menometrorrhagia (refractory to medical therapy), obesity (bmi = 39 (200 pounds).) And overweight. Family history included ovarian cancer (maternal grandmother and maternal great aunt both passed), leukemia (paternal grandfather passed away), neuroblastoma (brother's son is 8 months old), lymphoma (paternal uncle), heart disease, unspecified (runs heavily on her paternal side), post mi (paternal grandmother passes away at the age of 59), heart attack (her paternal great grandfather passed away well before the age of 50. Her great aunts and uncles attacks either before 50 or before 6), type 2 diabetes mellitus (a maternal uncle as did her paternal grandfather), ovarian carcinoma (mother: iilc, grade serous carcinoma of the ovary at age 58. Maternal grandmother at age 50 and subsequently died of ovarian cancer.) And bowel cancer (maternal great grandmother (died)). Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as fluoxetine, multivitamin and varenicline. In (B)(6) 2010, 1 year after insertion of essure, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vulvovaginal pain ("vaginal pain/pain"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2013, the patient underwent oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy) and surgery (bilateral removal of ovaries). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, uterine haemorrhage, oophorectomy, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, nausea and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, oophorectomy, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she was not advised of any complications or problems that occurred at the time of your essure placement procedure. The injuries or symptoms she claim resulted from essure did not decrease or resolve following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Biopsy - on (B)(6) 2011: secretory endometrium. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative. Ultrasound pelvis - on (B)(6) 2011: normal pelvic ultrasound. ¿concerning the injuries reported in this case, the following ones were reported via medical record: abnormal uterine bleeding (confirming genital hemorrhage); menorrhagia and vaginal bleeding.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.